Event description:
It was reported that a patient had not had any issues with the device or therapy until the day of the report. The device started acting up, there was no stimulation sensation, and there was a loss of therapeutic effect. The patient had a loss of bladder control and the symptoms were located at the perineum. The device ¿just quit¿ and when the patient was at the store all of the sudden her bladder let go, there was an interruption in therapy and she was wet everywhere. There was no known accident or incident related to the complaint, although the patient did go through a security device at the library. The patient didn¿t do anything with the patient programmer or turn off the implantable neurostimulator (ins) and it was in the patient¿s purse. The patient programmer screen showed to sync with the ins and showed that the programmer batteries were low. The programmer batteries were replaced and the programmer was able to sync with the ins. The ins was on at 2.1. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0cvdm, implanted: (B)(6) 2014, product type lead. (B)(4).